Event description:
Customer's mother reports that customer has experienced button anomaly. She states that up arrow is malfunctioning. Customer's blood glucose was not given. It was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).